Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), could not determine the cause of the malfunction as reported. No further investigation is required. Complaint investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the r3 offset impactor lock mechanism became jammed and would not release. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.